Manufacturer narrative:
Expiration date: na /additional suspect medical device components involved/ model #: csk-tc10/ lot #: k510/ description: csk tc electrode, 10cm total quantity: 1 model #: csk-tc10 lot #: l467 description: csk tc electrode, 10cm total quantity: 1 model #: tcn-10 lot #: 011617 description: nitinol tc electrode, 100 mm total quantity: 4.

Event description:
Device evaluation was performed on the returned products. Csk-tc10 electrodes with lot numbers k510 and l467 was found to have the hub completely separated from the shaft due to excessive mechanical force. Tcn-10 electrodes with lot # 011617 (total quantity 4) had revealed there was discoloration (brown/amber) in the epoxy with chip outs. The discolored epoxy of all four electrodes is unrelated to the reported complaint and is due to external mechanical force and thermal stress associated with multiple autoclave cycles. Tcn-10 electrode with lot # 111516 was found to have discolored epoxy due to external mechanical force and thermal stress associated with multiple autoclave cycles.